Manufacturer narrative:
Cmp-(B)(4). Implant date in 2011. Concomitant medical product: articular surface, catalog # 00596403010, lot # 61789606. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation and loosening is listed as a known potential adverse effect. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent initial left knee arthroplasty on an unknown date. Subsequently, the patient was revised due to loose tibia. Attempt for further information has been made, but no further information has been provided.